Manufacturer narrative:
Argus case: (B)(4).

Event description:
My husband took one of the tablets of cleaning of corega tabs; had mistaken with sonrisal [accidental device ingestion]. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a male patient who received denture cleanser (corega tabs) tablet for product used for unknown indication. Co-suspect products included aspirin, sodium carbonate, sodium bicarbonate, citric acid (sonrisal) unknown for product used for unknown indication. On an unknown date, the patient started corega tabs at an unknown dose and frequency and sonrisal at an unknown dose and frequency. On an unknown date, an unknown time after starting corega tabs and sonrisal, the patient experienced accidental device ingestion (serious criteria gsk medically significant) and product confusion. The action taken with corega tabs was unknown. The action taken with sonrisal was unknown. On an unknown date, the outcome of the accidental device ingestion and product confusion were unknown. It was unknown if the reporter considered the accidental device ingestion to be related to corega tabs and sonrisal. Additional details: initial and follow up processed together. Consumer reported her husband took one of the tablets of cleaning of corega tabs and he diluted in a cup and drink all the cup. And now we are worried with the consequences of the ingestion of the product. He had mistaken with sonrisal. This case was linked to case br2021006847 for same reporter.